Event description:
A medtronic 6932-65 lead malfunctioned and caused several shocks to the patient in question. The patient was admitted to the hospital for explanting the faulty lead. No known harm to the patient.